Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer required assistance setting up a time setting for their personal profile. The customer's blood glucose (bg) level was 300mg/dl and a correction bolus via the pump was delivered to address the bg level. Tandem technical support successfully assisted the customer in adjusting their settings.